Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump was implanted in (B)(6) and had had several mris since then. It was stated that the pump always shuts off, but usually restarts by the time the patient gets to the healthcare provider's office; however a couple of times it didn't restart on its own and had to be reprogrammed. It was added that the patient was due to have the pump switched out in the next year or two because the battery lasts 6-7 years.

Manufacturer narrative:
(B)(4).